Event description:
It was reported that the universal modular electric/battery single trigger handpiece did not run even when several batteries were tried. There was no report of patient injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.